Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the patient presented for remote follow up with the right ventricular lead exhibiting noise resulting in noise reversion. No interventions were made, and the clinic has elected to continue to monitor the issue. The were no patient symptoms reported.